Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the no foam line came off the y-fitting. The fse replaced the line and fitting. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the no foam bottle into the hydro compartment and onto the floor from the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.